Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/03/2016 with the following findings: evaluation revealed that there was paint chipped in all areas of the pump case. There was a battery compartment crack on the side of the battery compartment from the threads traveling down toward the case seal. Pump case crack was found near the top right corner of the display lens at the case seal and cracked on the left side of the keypad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing condition issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.